Event description:
It was reported that after approximately three days of intra-aortic balloon (iab) therapy, the cs100 intra-aortic balloon pump (iabp) generated a leak in iab circuit alarm. No blood was noticed in the iab. The iab was reconnected to the gas source and it ran well. The iabp did not indicate a significant drop in helium. At 3am on (B)(6) 2024, the iabp stopped pumping and indicated a leak. Blood was seen backing up into the iab and iabp. The iab was removed immediately and noted to be severely damaged. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name: (B)(6) hospital . The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. A large tear was observed on the membrane measuring 11.4cm in length. The inner lumen within the membrane was found detached from the membrane. Three kinks were observed on the inner lumen within the membrane approximately 10.2cm, 10.7cm and 12.2cm from iab tip. Photos were provided and reviewed. An underwater leak test of portion of balloon, catheter tubing, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The condition of the iab indicated inner lumen separation from the membrane, kinks in the inner lumen, and a large tear on the membrane. It was reported that the iab was severely damaged when removed from the patient. The damage found most likely occurred during iab removal from the patient. We were unable to conclusively determine the presence of leaks on the iab due to the returned condition of the iab as we were unable to fully evaluate the iab. The reported failure cannot be determined by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.